Event description:
Customer requested an instrument inspection of baxter model 1550 hemodialysis instrument, starting it was in use at the time of pt death. Oxygen had been applied at the beginning of the treatment for shortness of breath. About 20 minutes into the hemodialysis treatment the pt had respiratory arrest. CPR was begun. The pt received zoll AED shock once, CPR, epinephrine and was transported to a hospital by ambulance.